Manufacturer narrative:
Pump received with unable to perform any test due to keypad overlay missing, (B)(4).

Event description:
It was reported that the keyboard of insulin pump was damaged. Customer's blood glucose level was unknown. The device will be returned for analysis.